Event description:
The patient received two scs systems on (B) (6) 2006, one ipg implanted in her left hip and the other ipg placed in her right hip about 16 inches away. It was reported that the patient began noticing she was receiving intermittent stimulation from one ipg that the ipg appeared to turn itself off and on. The physician explanted the ipg on (B) (6) 2009. There is no further information available. There are no further issues reported for this patient.

Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.